Event description:
It was reported that through remote transmission, non-sustained lead-noise due to post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.